Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that x-rays were taken of the pt's inflow conduit and outflow graft. The hospital staff feels that the inflow conduit is kinked and the outflow graft bend relief is disconnected. The pt's pump power increased to 15 watts, and went down to 7.5 watts. The pts urine was cola colored. The pt was put on the 1a list for a heart transplant. (B)(6) weeks later, it was reported that the pt's lvad was exchanged. The pt remains ongoing with the new lvad.

Manufacturer narrative:
The situation of the outflow graft bend relief being disconnected from the outflow graft is being addressed though the manufacturer's corrective/preventive action system and an urgent medical device correction notice ((B)(4)) was sent to customers. The manufacturer is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.